Event description:
It was reported that during a laparoscopic nephrectomy procedure, two reloads fired and then when the instrument was opened to release the tissue, the reloads fell off the device and had to be retrieved from the patient. The doctor said the reloads worked correctly, but fell off once fired. There was no patient consequence.